Event description:
Information received from a patient's husband indicated that a smart stent collapsed after being implanted in the patient's superior vena cava. The patient's history is significant lung cancer and superior vena cava syndrome. An unknown smart control stent was implanted in the superior vena. Nine days later, the patient's pre-procedure symptoms of swelled head and neck veins returned. A CT scan revealed the stent had "collapsed" from the tumor. The event was treated with the implant of a "harder" stent (brand unknown). The symptoms have improved, but the patient remains hospitalized due to cancer.

Manufacturer narrative:
The sterile lot number for the device is unknown, therefore, a device history report review could not be conducted. The smart control stent indicated for palliative use in the biliary tree and peripheral vessels. The stent is not indicated for use in core vessels such as the superior vena cava. Review of the information provided suggests that procedural factors and/or vessel/lesion characteristics may have contributed to the reported event.